Event description:
Guide wire broke before epiduroscope was brought in. No force was applied on the wire. Part of the wire is in sacrum (hiatus sacralus) place of the puncture.

Manufacturer narrative:
Device is labeled as disposable.